Event description:
A male pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was not suitable for the procedure because the right common iliac artery was circumferentially calcified. The procedure was performed as labeled and consisted of placement of a zenith flex main body graft and two zenith flex iliac leg grafts. The final angiography confirmed a distal type I endoleak on the right side. During add'l ballooning of the sealing area of the right iliac graft using a coda balloon, it was confirmed fluoroscopically that a diameter of the leg graft stent became bigger at once, and the angiography confirmed that the leg graft stent was out of the vessel. Then the pt's blood pressure decreased at once and went into shock. Thus the physician converted to an open surgery to cut and remove the sealing part of the leg graft, and then replaced the ruptured common iliac artery with an artificial vessel and stitched it to the remained leg graft. The pt was doing fine after the procedure.

Manufacturer narrative:
(B)(4). No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning, f/u guidelines. Specifically, the IFU states that irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Circumferential thrombus at the arterial implantation sites may affect successful exclusion of the aneurysm. W/o add'l info or imaging we are unable to comment of the pt's suitability for evar. The complaint correspondence indicated that the pt was not suitable for evar because of circumferential thrombus in the right common iliac. Inadequate sealing in the common iliac resulted in a type 1b endoleak. Iatrogenic rupture of the common iliac occurred during ballooning. The pt was converted to open repair and tolerated the procedure. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleak. Pt anatomy and user technique resulted in the reported difficulties. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.